Manufacturer narrative:
This follow-up report is being submitted to correct and relay additional information. No devices were received; therefore the condition of the components is unknown. Part and lot identification are necessary for review of device history records, neither were provided. Unable to perform a complaint history review based on the provided information. The medical notes provided indicate that there was implant wear on both the knees. Without the opportunity to examine the complaint product, root cause cannot be determined.

Event description:
Patient was indicated for a left knee revision procedure approximately 25 years post implantation due to wear. No revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - implanted on an unknown date in 1991. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2017-00475 / 1825034-2017-00476).

Event description:
Patient was indicated for a left knee revision procedure approximately 25 years post implantation due to wear and osteolysis. No revision has been reported to date.